Event description:
It was reported that syringe integra 3ml w/ndl 23x1 rb had a needle retraction failure. The following information was provided by the initial reporter: material no: 305271 batch no: 8309642. No known complaint description provided. Event description per email states: missing pages 2 &3, complaint description not provided. Customer stated 2 incidents were reported for the same issue. Related records linked.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 11/13/2020. H.6. Investigation: thirty-two 3ml integra syringes in fully sealed blister packs from batch 8309642 (p/n 305271) were received and evaluated. The plunger rod was depressed, and the retraction mechanism was activated on the thirty-two unused syringes. It was observed, one of the syringes had a significantly delayed retraction. This syringe was disassembled, and it appeared one of the blades of the cutter was bent slightly inward. The delayed retraction was rejectable per product specification. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe integra 3ml w/ndl 23x1 rb had a needle retraction failure. The following information was provided by the initial reporter: material no: 305271, batch no: 8309642. No known complaint description provided event description per email states: missing pages 2 &3, complaint description not provided. Customer stated 2 incidents were reported for the same issue. Related records linked.